Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit received with no button response, constant audio or beeping alarm and frozen display due to faulty (B)(4) on the mother board. Unable to perform self test and displacement test or verify button error alarm due to no button response. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error alarm and a blank display issue. The customer¿s blood glucose was 117 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the screen had a blank display after battery has been removed and reinserted . Customer reported that the insulin pump was exposed to moisture that could have led to button error and blank display. Troubleshooting was performed and unable to confirm if the time is advancing due to blank display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.